Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support while attempting to perform a supply change and experienced difficulty twisting the connector to the right to secure it into place. The user attempted to attach and twist the connector without a cartridge inserted, but the issue persisted. The user then tried a new connector, which functioned without issue. The user stated they were comfortable completing the supply change and had no additional questions. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.